Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5079313) on 06-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy period") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful period"), rash ("rash"), cystitis ("bladder infection"), fungal infection ("yeast infection"), vitamin b12 deficiency ("vitamin b12 low in number") and vitamin d deficiency ("vitamin d low in number"). The patient was treated with surgery (remove tubes and the essure). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, rash, cystitis, fungal infection, vitamin b12 deficiency and vitamin d deficiency outcome was unknown. The reporter provided no causality assessment for cystitis, dysmenorrhoea, fungal infection, menorrhagia, rash, vitamin b12 deficiency and vitamin d deficiency with essure. The reporter commented: an injury (serious) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079313) on 06-sep-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy period") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful period"), rash ("rash"), cystitis ("bladder infection"), fungal infection ("yeast infection"), vitamin b12 deficiency ("vitamin b12 low in number") and vitamin d deficiency ("vitamin d low in number"). The patient was treated with surgery (remove tubes and the essure). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, rash, cystitis, fungal infection, vitamin b12 deficiency and vitamin d deficiency outcome was unknown. The reporter provided no causality assessment for cystitis, dysmenorrhoea, fungal infection, menorrhagia, rash, vitamin b12 deficiency and vitamin d deficiency with essure. The reporter commented: an injury (serious) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079313) on (B)(6)2018. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painfull period"), rash ("rash"), cystitis ("bladder infection"), fungal infection ("yeast infection"), vitamin b12 deficiency ("vitamin b12 low in number") and vitamin d deficiency ("vitamin d low in number"). The patient was treated with surgery (remove tubes and the essure). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, dysmenorrhoea, rash, cystitis, fungal infection, vitamin b12 deficiency and vitamin d deficiency outcome was unknown. The reporter provided no causality assessment for cystitis, dysmenorrhoea, fungal infection, menorrhagia, rash, vitamin b12 deficiency and vitamin d deficiency with essure. The reporter commented: an injury (serious) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media received reporter information was added. Lawyer added. Case become potential legal based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.